Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found the camera head had a malfunction in the head section and wear of the head section. Based on the results of the investigation, the most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head had a malfunction in the head section and wear of the head section. There was no patient involvement.